Event description:
Healthcare professional reported a xen® gts event described as "handle wouldn't dispense." There was no eye injury in the unknown eye. Surgery was completed with a back-up device.

Manufacturer narrative:
Corrected data: d3, g1.

Event description:
Healthcare professional reported a xen® gts event described as "handle wouldn't dispense." There was no eye injury in the unknown eye. Surgery was completed with a back-up device.

Manufacturer narrative:
Device analysis: xen glaucoma treatment system (gts) enhanced injector was received. The unit box and molded tray were returned. The needle cover, retention plug, and cam lock were each detached and not returned. The slider of the injector was partially advanced, the needle was extended, and the bevel was in the center position. A visual evaluation of the xen injector was performed. No damage was observed. The slider knob was able to slide the full distance of the travel length in each of the three bevel selector positions. Functional testing showed that the pusher rod which pushes the gel stent out of the needle performed correctly, and the needle moved in tandem with the slider knob. The needle was fully extended as the slider knob was at the start position, and the needle retracted properly as the slider knob was advanced to the end of the travel distance. Resistance was not observed. Clicks were heard. The reported complaint of slider resistance is not confirmed since the slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions and since resistance was not observed during functional testing.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen® gts event described as "handle wouldn't dispense." There was no eye injury in the unknown eye. Surgery was completed with a back-up device.